Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead had its is-1 cable surgically abandoned due to noise on the pace sensing signal. The patient underwent a surgical intervention to abandon the is-1 cable of the lead and implant a new rv lead for that port during the pacemaker therapy upgrade/downgrade procedure. No additional adverse patient effects were reported.